Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that infusion volume was inaccurate. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombectomy procedure. During the procedure inside the patient, the infusion volume was showing inaccurate on the console. 100 ml was infused, but the console showed 50 ml was infused. The device was exchanged to another of the same device and the procedure was completed.